Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The confirmed customer complaint that stated unit was overheating. Isolated this issue to the thermistor not being properly seated. Reseated the thermistor and tested again. The error no longer occurred. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure to the thermistor not being properly seated. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during set up, the unit alarmed and was overheating. The customer reported there was no patient involvement.